Manufacturer narrative:
(B)(4). The ventilator was returned. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six picture screen. The single board computer (sbc) printed circuit board (pcb) will be replaced.

Event description:
It was reported that a ventilator display froze. There was no patient involvement.

Manufacturer narrative:
(B)(4). Date on initial report should have been (B)(6) 2016. (B)(6) 2016 was the date evaluation was completed. The conclusion was updated as repairs have been completed the single board computer (sbc) printed circuit board (pcb) was replaced. The ventilator has passed pvt, est, and sst and is ready for use. The ventilator has been returned to the customer.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.